Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. A supplemental vmsr will be submitted upon completion of the investigation. Device has been discarded.

Event description:
This report summarizes one malfunction event where the "feet" of a mesa rail deformity reduction jack cricket broke during rail rod insertion. The procedure was successfully completed with a 3 minute delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. The device was disposed at the hospital and is unavailable for evaluation. No further information was provided by the site. Reduction maneuvers associated with complex deformity surgeries may focus increased loads to this component, resulting in a fracture. Crickets are a valuable aid in reduction / correction maneuvers in complex deformity surgeries but are occasionally stressed beyond their structural capacity. Crickets were designed such that the significant loads encountered in complex spine surgeries are not transferred to the screw interface. Additionally, wear from the device's extended use may also have contributed to the event. However, a definite cause cannot be determined without evaluating the device.

Event description:
This report summarizes one malfunction event where the "feet" of a mesa rail deformity reduction jack cricket broke during rail rod insertion. The procedure was successfully completed with a 3 minute delay. No adverse consequences or medical intervention were reported.